Event description:
During baxter's functionality testing, a spectrum pump had system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 105 was reproduced and confirmed through evaluation. This condition was determined to have been caused by a failed motor with severed mount screws. The motor assembly was replaced.